Event description:
It was reported the patient had soreness at the implantable neurostimulator (ins) site. It was noted the patient had soreness when stimulation was turned on and off, but went away after 3 to 4 days. It was reported that it may have been postural. It was further noted the soreness had been occurring since 2003 after the initial implant. It was noted when the manufacturing representative interrogated the ins, stimulation was off and no ¿observation message¿ was shown. It was noted that after 15 minutes of leaving stimulation on the ins battery voltage was 2.64 volts with a capacity of 35-70%. It was noted the patient had no known falls or trauma. Additional information received reported the patient was sent to a doctor for a device replacement and pocket revision. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 3487a-33, lot# j0107866v, implanted: (B)(6) 2001, product type: lead. Product ID: 3487a-33, lot# j0107866v, implanted: (B)(6) 2001, product type: lead. (B)(4).